Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: surgery 164 (2018) 1057¿1063; doi: https://doi.org/10.1016/j.surg.2018.05.030. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (blake drain) involved caused and/or contributed to the post-operative complications (wound infection, intra-abdominal infection, postoperative hemorrhage) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (blake drain, j-vac reservoir) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (wound infection, intra-abdominal infection, postoperative hemorrhage). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number.

Event description:
It was reported via journal article: title: results of a randomized controlled trial comparing closed-suction drains versus passive gravity drains after pancreatic resection author(s): filip cecka, md, phd, bohumil jon, md, phd, pavel skalický, md, phd, eva cermáková, dr, ¿cestmír neoral, md, phd, martin love cek, md, phd citation: surgery 164 (2018) 1057¿1063; doi: https://doi.org/10.1016/j.surg.2018.05.030. The purpose of this dual-center randomized controlled trial was to compare closed-suction drains versus the passive gravity drains after pancreatic resection and to study the effect of the drains on the development of popf and other postoperative complications. Between nov2013 and apr2016, 222 patients underwent pancreatoduodenectomy and distal pancreatectomy and were randomized into two treatment groups based on the intra-abdominal drains: closed-passive drain (n=111); and closed-suction drain (n=111; [distal pancreatectomy n=31; n=9 male and n=22 female; mean sd age of 60.5 {14.6}] [pancreatoduodenectomy n=80; n=43 male and n=37 female; mean sd age of 64.6 {11.5}]). In the patients assigned to the closed-suction drain group, blake silicone drains with diameter 6.3 mm (ethicon, somerville, nj) were used. Postoperative complications in closed-suction drain group included wound infection (n=8), intraabdominal infection (n=17) and postoperative hemorrhage (n=15). By logistic regression analysis, a smaller diameter of the pancreatic duct, less than 3 mm, and a soft texture of the pancreas were the only significant factors for development of popf. Closed- suction drain was not found to be a risk factor for popf in this study. In conclusion, this prospective randomized study did not find any differences in the rate of popf or morbidity after pancreatic resection.